Event description:
It was reported that stent partial deployment occurred. An eluvia stent self-expanding was selected for use. During the procedure, approximately 6 months ago, the stent was delivered using an ipsilateral approach with the I-band method, in which a long sheath is taped contralaterally on the outside of the patient. However, the stent was partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Further details about the device could not be confirmed through gfe, as the facility discarded the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 - evaluation method codes: updated. H6 - evaluation conclusion codes: updated. Detailed product information was not provided to bsc. Further details about the device could not be confirmed through gfe, as the facility discarded the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent partial deployment occurred. An eluvia stent self-expanding was selected for use. During the procedure, approximately 6 months ago, the stent was delivered using an ipsilateral approach with the I-band method, in which a long sheath is taped contralaterally on the outside of the patient. However, the stent was partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.